Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted and replaced with non abbvie product.

Manufacturer narrative:
Email address: (B)(6). Visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Observed in the photo two devices without labeled for side explanted, both appears to be intact. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted and replaced with non abbvie product.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.